Event description:
The customer reported to olympus during a diagnostic sigmoidoscopy with the subject device, the physician found a bleeding vessel and used a non-olympus device, erbe 200 s apc to prevent vessel bleeding. While activating the erbe electrosurgical unit apc to the sigmoid colon, it "got blast" (perforation), the patient's condition became serious and the patient died within an hour.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely from the following investigation results that the subject device including IFU was unlikely to cause the suggested event: a) since the device was not sent back to olympus, it was unknown whether the device had nonconformity. B) the doctor reported that olympus product had no malfunctions. C) instructions for use (IFU) (operation manual) of the device says that use of nonflammable gases could cause explosion. IFU (operation manual) of the device says about a possibility of explosion due to use of nonflammable gases as below: ¿4.3 using endo therapy accessories: use of nonflammable gases: performing treatment while the intestines are filled with a flammable gas could result in an explosion, a fire, and/or serious patient injury.¿